Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "this is an general complaint, try to get in touch with biomed to gather the serial number, but no responds. (B)(6) states : she informed me that her department has recently had numerous issues with the sapphire pump in the intermittent mode for home care patients with distal line occlusion issues. The pump will alarm distal line occlusion all the time, but when they check the PICC line, it is not occluded and is fine. This seems to be the same issue that other accounts have reported with distal occlusion in the intermittent mode. They have been converting all of their patients from sapphire to gemstar pumps, but are running out of tubing. This is a major issue for them and don't know what to do. I explained to them that we had experienced similar complaints at other accounts, and would get back to her with how we could resolve the problem. I am out of the loop now as to when the next software upgrade will be available for the sapphire pump. Type of drug: unk. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.